Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established as there was no problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic colonoscopy procedure, scope communication error messages e231 and e315 were displayed while using the colonovideoscope. The contacts on the endoscope were cleaned. The error was then briefly resolved but then recurred. Cleaning again had no effect. Light scuff marks were visible on the gold contacts. The examination was restarted from the beginning completed with a back-up device. The event resulted in a procedural prolongation of less than thirty minutes. There was no harm or injury to the patient. The customer reported the errors first occurred last week and the incidents always occurred during the examination and could not be resolved. The image did not return. Since there were multiple incidents of the error messages, this is report 2 of 2.